Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation; however, only the unused clips were returned. The evaluation found the clips movement working properly. The clips deployed at the distal tip with no problems noted. The device was working as designed. The cause of the reported event could not be determined.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the patient's outcome cannot be conclusively determined at this time. The instruction manual warns users: "do not force the distal end of the insertion portion on the clip against body cavity tissue. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage." Please cross reference MFR report numbers: 2951238-2016-00047 and 2951238-2016-00049.

Event description:
Olympus was informed that during an unspecified procedure, three clips would not properly detach and tore the patient's mucosa. The intended procedure was completed with no further injury to the patient. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone but with no result. This is two of three reports.